Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advise of your healthcare provider." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The pt reported that he experienced high blood glucose results while wearing a pod. He stated that he was vomiting in the morning and was feeling hot. He was unable to lower his blood glucose level, so he went to the hospital. He said that his result was 21 mmol/l (378 mg/dl) at 3:43 am on (B)(6), and he gave himself a 4.65u bolus. At 6:08 am, his result was 20.2 mmol/l (364 mg/dl). He then changed his pod and activated a new one at 6:15 am. In the hospital, he was treated with 1.5l of fluid and said he also had to walk around to bring his blood glucose down.